Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue that caused diabetic ketoacidosis and high blood glucose level, which the patient tried to self-treat with a manual injection of insulin. The patient's highest blood glucose level reported was 750 mg/dl. Subsequently, the patient was admitted to the hospital on (B)(6) 2019 where the patient received intravenous fluids and insulin drip as corrective treatment, which resolved the issue. The infusion set had been in use for 12 hours. The patient was released from the hospital on (B)(6) 2019 and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.